Event description:
It was reported that during a supply change the user observed insulin leaking from the chamber while pressing and holding, and upon exiting the process and rewinding, a cracked, leaking pre-filled fiasp cartridge was identified; the user had not checked the cartridge prior to insertion. Customer care provided support that included guided troubleshooting, supply removal, rewind, and replacement. Investigation of this case revealed a damaged insulin cartridge as the source of leakage, with the pump operating as intended after supply replacement and no device malfunction detected. No adverse clinical effects during the event reported. Outcomes included successful resolution after replacing the cartridge and the connect adaptor, with no alerts or alarms and no further issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or a damaged consumable.